Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer exposed the pump to extreme temperatures. A replacement pump was sent to the customer to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
Per the tandem user guide: ¿avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c).¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.